Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed ventricular loss of capture (loc) on the implantable cardioverter defibrillator (ICD) and on the right ventricular (rv) lead. Programming changes were performed. There were no patient consequences.